Event description:
It was reported that pump experienced malfunction alarm malf 16, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so customer planned to use multiple daily injections as backup, and technical support arranged replacement pump shipment.